Manufacturer narrative:
During a common carotid artery stenting procedure, a 180 cm angioguard rx 6 mm embolic protection device failed to cross the target lesion. There was no reported patient injury. Another product was used to complete the procedure successfully. The device was inspected prior to use and appeared to be normal. There was no difficulty removing the device from the packaging. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped properly according to the instructions for use (IFU) with no problems noted. The target lesion for the procedure was the common carotid artery bifurcation. The lesion was reported to be 80% stenotic. There was no other device issue noted either at the account after the procedure or prior to shipping for inspection. No other information was provided. The device was returned for analysis. One non-sterile 180 cm angioguard rx 6 mm embolic protection deployment sheath, filter basket introducer, and torque device were received for analysis inside a plastic bag. Neither the packaging nor the coil dispenser were received. Per visual analysis, the torque device was received affixed to the delivery wire. The tip of the platinum coil (floppy wire) was observed bent/wavy and unraveled. Also, an unzipped condition was observed on the delivery sheath from 26.0 cm to 36.0 cm from delivery sheath distal end. Per microscopic analysis, the unit was observed under the vision system and no damages could be observed on the polyurethane membrane nor on the nitinol struts. No other anomalies were noted. A product history record (phr) review of lot 35234572 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿delivery system-failure to cross¿ could not be properly evaluated due to the nature of the complaint. However, the ¿distal tip-unraveled/stretched¿ was confirmed due to the bent/wavy and unraveled damages on the tip of the platinum coil as well as an unzipped condition on the delivery sheath on the device as received. Nonetheless, the cause of the tip damage and unzipped conditions on the angioguard and delivery sheath could not be conclusively determined during the analysis. Procedural and handling factors may have contributed to the noted damage on the device. Per the instructions for use, which is not intended as a mitigation, ¿advance the guidewire through the guiding catheter or interventional sheath introducer until it is proximal to the tip of the guiding catheter or interventional sheath. Tighten the hemostatic valve slightly to reduce the flow of blood from around the guidewire. Ensure that movement of the guidewire is still possible. Using fluoroscopy, advance the guidewire out of the guiding catheter or interventional sheath introducer. Use the torque device to steer the guidewire through the anatomy and across the lesion. Note: allow sufficient space between the lesion and filter basket to prevent interference with the distal tips of all other diagnostic and interventional devices (i.e. Stent delivery systems, angioplasty balloons) to be used throughout the procedure.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As reported, the 180 cm. Angioguard 6 mm. Embolic protection device failed to cross the target lesion. There was no reported patient injury. Additional information received indicated that the product was inspected prior to use and appear to be normal. There was no reported difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped properly according to the IFU with no problems noted during preparation. Another product was used to complete the procedure successfully without patient injury. The target lesion for the procedure was the common carotid artery bifurcation. The lesion was reported to be an 80% stenosis. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. Addendum: the results of the product analysis indicated that the tip of the platinum coil (floppy wire) was observed to be bent/wavy and unraveled damage.